Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that message: "pressure transducer difference >5 cm h2o" was displayed. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device was checked, the pressure transducer board was pointed out as defective and has been replaced to resolved the issue. The device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer pcb may lead to high pressure. The root cause of the event has not been determined.